Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was correctly positioned under fluoroscopic control. After implantation of the valve, a post-implant balloon aortic valvuloplasty (bav) was completed with a non-medtronic (cristal) 23x45 millimeter (mm) balloon. After inspection via fluoroscopy and echocardiography to verify the function and position of the balloon, the procedure was completed. 4 days following completion of the procedure, the patient developed cardiac asthma. This was accompanied by progressive respiratory failure, dyspnea, sinus tachycardia, and orthopnea. Additionally, the patient was noted to have a blood pressure of 100/60 millimeters of mercury (mmhg), respiratory rate of 28 breaths per minute, and a peripheral oxygen saturation of 88%. Subsequently, an echocardiogram was obtained which revealed mitral valve stenosis, a mean aortic valve pressure gradient of 10 mmhg, and moderate to severe aortic valve stenosis with a pressure half-time (p1/2t) of 222 milliseconds (ms). This led to suspicion that the transcatheter aortic valve had migrated towards the patient's left ventricle. The attending physician then decided to provide intervention via an interventional route within the same day. Subsequently, puncture of the right and left femoral arteries was performed via the seldinger technique. Simultaneously, a catheter was inserted into the right jugular vein, and an electrode (pacing lead) was advanced into the right ventricle for temporary pacing. A catheter for selective contrasting was placed in the left femoral artery. A 16fr catheter (sheath) was placed in the right femoral artery. The valve was then snared by using two non-medtronic (amplatz goose neck) snare kits. Under fluoroscopic and echocardiographic control, the valve was repositioned during temporary apnea of the patient and rapid ventricular pacing of 180 beats per minute (bpm). Echocardiographic control then identified that the mitral valve parameters did not improve. Therefore, it was decided to move the valve up by an additional 2 millimeters (mm). After doing so, valve "dislocation along the aorta occurred." In response, repositioning of the valve was performed in the optimal segment of the ascending aorta. After repositioning of the valve, a post implant bav was carried out with a 30x60 non-medtronic (cristal) balloon. The intervention was then complete. One day following intervention on the valve, an echocardiogram was obtained. This revealed moderate aortic valve stenosis, a mean aortic valve gradient of 27 mmhg, mild aortic valve regurgitation, mild mitral valve regurgitation, mild tricuspid valve regurgitation, and a left ventricular ejection fraction of 54%.